Event description:
It was reported that a malfunction occurred on the pump, displaying malfunction code malf 0. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing information on how to reset the pump, and after resetting, the same malfunction code did not recur. The customer was advised to continue using the pump and to call back if any malfunction code appears again, which the caller understood and acknowledged.